Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No prime/fill anomaly noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with insulin pump. Customer stated they are unable to exit preparing to prime loop. Advised customer to hold down act button and they stated they received the beeps, but no numbers. The customer's blood glucose was 352mg/dl. Customer stated he took pills to treat blood glucose. When customer made an attempt to fill tubing, the insulin pump alarmed no reservoir. Customer stated treated his blood glucose with insulin. Advised customer to fill tubing and was able to see drops, but screen still shows fill tubing. Advised customer that the insulin pump will be replaced.